Manufacturer narrative:
(B)(4) date sent 6/23/2025 d4 batch #p5561y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no reload present, the pin latch detached not returned, and the anvil tip was broken and not returned for analysis. Further analysis shows the anvil shroud detached from the anvil metal due to the anvil shroud broken in the area where the pin latch is placed. No further functional testing could be performed due to the condition of the device. It is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The batch number on the device showed that it was expired as of 2021. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number p5561y, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what part broke (anvil, firing knob, handle, reload, locking lever, staple height selector.)? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the device got damaged.